Event description:
It was reported that upon removal of the receiver assembly from the ear, the receiver stuck in the patient's ear. The hcp was able to successfully remove the piece from the patient's ear. The patient didn't require medical attention, nor prescription medication. The patient is doing well after the removal. Reportedly, the receiver broke at the wire cable connection to the receiver. The manufacturer requested the device to be sent back for analysis. This is an initial report. The supplemental reports will be submitted upon availability of new information.

Manufacturer narrative:
The broken part was not received to the manufacturer, hence it is not possible to determine the root cause of this event. This is the final report.

Event description:
It was reported that upon removal of the receiver assembly from the ear, the receiver stuck in the patient's ear. The hcp was able to successfully remove the piece from the patient's ear. The patient didn't require medical attention, nor prescription medication. The patient is doing well after the removal. Reportedly, the receiver broke at the wire cable connection to the receiver. The manufacturer requested the device to be sent back for analysis. This is an initial report. The supplemental reports will be submitted upon availability of new information.

Event description:
The broken part was not received to the manufacturer. This is the final report.